Event description:
Boston scientific received information that patient's cardiac resynchronization therapy defibrillator (crt-d) was set to value other than monitor plus therapy mode. Additional information received from the field representative indicates that the device was turned off due to outpatient surgery but was not turned back on. The patient was then brought to the clinic and activated the tachycardia therapy. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.